Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the seat frame was broken. Additionally, the pictures provided show that the cross frame tilt tube was broken between the tilt pivot points, which confirmed the original complaint issue. However, the underlying cause could not be determined after reviewing the documentation in this investigation. Fields were updated accordingly.

Event description:
Dealer advised rear seat frame is broken in the middle between tilt pivot points.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised rear seat frame is broken in the middle between tilt pivot points.